Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was difficult to open fully, requiring excessive force to access the back two cubies. Users had to pull hard to open and push hard to close the drawer. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer rails were broken. A field service engineer (fse) reported that it was identified that the rails of drawer seven were damaged and required replacement. The fse stated that the faulty rails were replaced, and it was also observed that the band assembly was damaged at the end and was subsequently replaced. The fse confirmed that, after completing the replacements, functionality was verified by having the customer open and close the drawer, and a system reboot was performed to ensure proper operation. The system functioned as intended after the field service engineer repaired the device.